Manufacturer narrative:
(B)(6). Review of the device history record identified no deviations or anomalies. The returned product had particulate in the packaging. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: * visually examine the package without opening. * inspect at a distance of 12 to 18 inches. * inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form dictates that the sampling size for qa inspection for this product must be at least 19. Based on the pictures from the complaint file, there was no stain found on the unit but the particulate loose particulate identified does not meet acceptance criteria and is therefore nonconforming. This complaint is confirmed. This complaint is considered a complaint out of the box (coob). The root cause cannot be specifically determined with the provided information.

Event description:
It was reported that there was a package defect, where a stain was found on the product. Loose particulate (foreign substance) was found larger than 0.60mm2. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This complaint is recorded under (B)(4).